Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved on-site by replacing the main batteries and battery harness. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results become available or if additional information is obtained.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a damaged battery alarm. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The device will be evaluated onsite. There is no further complaint information available. The user interface module master software version is currently unknown.